Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause and treatment for the peritonitis was not reported. On the same date as onset, the patient was hospitalized for the event and two other indications via the outpatient department. Two days later, pd therapy was discontinued and the patient was transferred to hemodialysis. At the time of this report, the patient was not recovered from the peritonitis. No additional information is available.